Manufacturer narrative:
Batch review performed on 25 june 2020: lot 152801: (B)(4) items manufactured and released on 28-sep-2015. Expiration date: 2020-08-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event since 1-1-2016.

Event description:
1 year and 9 months after primary the patient came in reporting instability due to a loose tibial tray. The surgeon revised the tibial tray and poly and the surgery was completed successfully.